Event description:
It was reported that approximately 19 minutes into a transurethral microwave treatment (tumt) procedure, the pt experienced a vasovagal reaction. The physician stopped the treatment due to the pt being dehydrated. The pt was immediately administered saline via an IV. Once fluids were administered and the pt's legs were elevated, the pt responded much better. No other pt injuries were reported. Other than the pt's vasovagal reaction, the treatment was unremarkable.

Manufacturer narrative:
The catheter was returned for analysis and passed a simulated treatment test. The treatment file printout from the control unit was obtained and reviewed along with the catheter device history records. All manufacturing and quality assurance testing was carried out in accordance with standard procedures and the product met its specifications at the time of release. The treatment file revealed an uneventful, routine procedure. No communication was obtained directly from the physician, however, info received from the mobile application specialist revealed that everything with the treatment was fine but the pt was dehydrated. The pt responded much better after fluids were administered, but the physician decided not the continue the treatment.